Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this adverse event only and did not request field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had surgery in right eye and experienced loss of best corrected visual acuity (bcva). Patient pre op bcva was 6/10. It was reported that patient lost 5 lines of bcva. Uncorrected visual acuity (ucva) was reported at 1/10 post op. Surgeon reports that patient is having great difficulty with near vision.

Manufacturer narrative:
Correction: concomitant product - in initial report the serial number of the femtosecond laser was not known. The serial number is now provided (B)(4). Device evaluation: a review of the records related to this equipment shows no failure detected. Labeling, manuals, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Additional information: it was reported that plastics used by the excimer laser prior and after the event have been reviewed and no problems were found and system met amo specifications. A review of the case found no basis for equipment error and it appears there may be some surgical technique issues. Also the following information was known at the time of initial report but was not included: in reviewing patient's topography it shows missing ablation on the center. Surgeon mentioned a blue light from corneal tissue ablation (central). The blue light may suggest something was interfering with the laser beam (ablation). Flap was well centered, no problem lifting flap. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Surgeon lifted the flap and removed the tissue on periphery of the pupil and this improve patient's visual acuity. The patient can be now retreated with customvue. Treatment planned in a month. Surgery support was provided for the account and platform are perfect working condition.